Event description:
It was reported to medtronic minimed that the customer was passed away and the reason was unknown. The event involved product(s) mmt-1882. Troubleshooting was not performed. The customer discontinued using the device. Mmt-1882 was requested and it was returned for product analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with critical pump error 24. Unable to clear the critical pump error 24. Unable to access the pump's home screen or perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error 24.[per freger, mark ¿ r&d engineer pump error 24 was triggered in several places since motor vcc health test failed- suspecting the hw.]the following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay.test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap.the pump history file lists data on 11/01/2023 to 09/12/2024 and on 08/21/2025 to 08/22/2025.found a user time date change listed below. 09/12/2024 17:12:09.000 usertimedatechange (3) systemtime = 09/12/2024 17:12:09.000 newsystemtime: 08/21/2025 16:02:09.000unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 12-aug-2025 due to no data available in the pump history file.unable to perform the history review 1 week prior to the event date 12-aug-2025 in the pump history file due to no data available.pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (24.7 mv). Unable to perform the functional testing due to constant critical pump error 24.alarm-a330-pump error 24 confirmed, problem isolated to the electronic assembly and the motor. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.